Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited varying, rising high thresholds after four placement attempts. Another physician attempted two additional placements with each attempt having fluctuating thresholds. When the tether of the delivery system (ds) was cut intermittent pacing was observed. The leadless ipg ds was attempted not used removed and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.